Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering low vte (exhaled tidal volume, low fio2 (fraction of inspired oxygen), and displaying high peep (positive end expiratory pressure) alarm were all confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift and efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was delivering low vte (exhaled tidal volume) and low fio2 (fraction of inspired oxygen). Additionally, the device had displayed a high peep (positive end expiratory pressure) alarm. There were no reports of patient involvement associated with the reported event.